Event description:
It was reported to hill-rom that during the transfer of a patient from chair to bed to bed it was alleged that the lift arm unexpectedly dropped. No injury alleged. MFR - 8030916-2014-00037.